Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date); (date received by manufacturer); (indication that this is a follow-up report); (follow-up due to additional information and device evaluation). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A retention sample from this same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications, therefore; the reported incident was not able to be replicated. During the manufacturing process, the spot cautery mechanisms are 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on feb 15, 2019 . Upon further investigation of the reported event, the following information is new and/or changed: (added date of event); (describe event or problem - corrected event occurrence, if there was any delay, if the product was changed, if there was any effect on the patient or results of the surgery); (additional device information - corrected lot number); (corrected operator of the device); (added initial reporter-telephone number); (date received by manufacturer); (indication that this is a follow-up report); follow-up due to correction and additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received indicating that the issue occur during vein harvesting procedure with about 3 minutes delay. No consequences or impact to patient; product was changed out; procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the unit was smoking when trying to use the coag. It is unknown when this event occurred, if there was any delay, whether the product was changed out, if there was any effect on the patient or results of the surgery.